Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was not feeling stimulation ((B)(6) 2016) or getting relief from therapy ((B)(6) 2016). She was not sure how to use the patient programmer (pp). Patient services assisted the patient with using the pp, the setting was on program 3 at 1.6v with therapy on. The patient wanted to know if she could contact her health care professional. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.